Event description:
A parent called the facility in the night stating that there was a hole in the hickman when she flushed it. The patient was instructed to come to the hospital for repair, and did not arrive until the day after due to weather and because they live a great distance away from the hospital. Hospital explained that waiting for repair could be a risk; however surgeon ok'd the repair for the next day.